Event description:
It was reported that the right atrial (ra) lead was oversensing noise that resulted in pacing inhibition and inappropriate automatic mode switch (ams) episodes which was noted on electrogram (egm). No changes or interventions were reported, and the device will continue to be monitored. The patient's condition was stable.